Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. The lead is to be replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Other: it was reported that the patient received inappropriate therapy due to oversensing of noise. The lead is to be replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead was fractured. No conclusion can be drawn; interference lead(s), fracture of, oversensing shock, inappropriate.